Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory the delivery catheter system (dcs) handle appeared intact. Once the purge tube was straightened after the return of the device the micro knob (thumb wheel) appeared to retract and advance the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. In the advanced position, the purge tube appeared to bunch up inside the stability member cap. The capsule purge tube appeared severely kinked or bunched adjacent to the mounting boss transition. The purge tube was pulled out of the stability cap and straightened. With the purge tube straightened, the micro knob and macro cursor moved to fully advance and retracted positions with less difficulty. The following observations were made after the purge tube was straightened. The distal tip of the capsule seated flush against the plunger tip when fully advanced. A kink is observed on the proximal end of the capsule. The plunger tube was slightly bent. The probability of when the kink occurred and if the condition had an effect on deployment cannot be determined, only observed. Investigation and device history review remain in progress, once the review and investigation is complete a supplemental report will be submitted.

Manufacturer narrative:
The product has been returned to medtronic and analysis results are pending. Upon completion of analysis/investigation, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that during the deployment of a 31 mm transcatheter bioprosthetic valve, the delivery catheter system (dcs) starting clicking almost immediately. The patient had a tortuous anatomy, with a fairly anatomically horizontal heart, and aortic stenosis. Troubleshooting techniques were attempted for deployment difficulty, however, the dcs continued to click and the valve could not be deployed. The dcs and valve were removed from the patient, and the valve was reloaded onto a second dcs from the same lot number. This dcs functioned normally and the valve was successfully implanted with no adverse patient effects reported. The dcs will be returned for analysis. Additional information was received that clicking was only noted during deployment. The clicking began immediately at deployment, and retracted to approximately 1cm out.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Tortuous anatomy is known to increase the deployment forces and could have had an impact on this clinical observation.